Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter had a power issue ¿ meter does not turn on. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged product issue occurred at 8am on (B)(6) 2017. The patient manages their diabetes with a combination of medication including 30 units of lantus insulin, 10mg glyburide and 100mg jentadueto per day and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. An unspecified period of time later the patient developed symptoms of ¿lightheaded and shakiness¿. In response to this, after 3pm on (B)(6) 2017 the patient was hospitalized. In the hospital, the patient¿s blood glucose was measured on a hospital device and a result of ¿366mg/dl¿ was obtained. As a result of this the patient was given a ¿shot¿ of insulin. No further details regarding this treatment were provided. At the time of troubleshooting the cca noted that there was no misuse of the product and this was not the first time the product had been used by the patient. The patient¿s products were replaced. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the reported issue and reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged meter issue began.